Event description:
It was reported that while on a progressa bed, the patient developed a ¿potentially deep tissue injury (pdti)¿ to the sacrum. This report was filed in our complaint handling system as complaint #c-0001914143.

Manufacturer narrative:
It was reported that while on a progressa bed, the patient developed a ¿potentially deep tissue injury (pdti)¿ to the sacrum. No delay or medical treatment was noted, however, the care team increased to every two hourly turns. The patient is a 57-year-old female, admitted to the ICU on 4march2023, noted to be intubated/ventilated post-operatively. The patient was also reported to be on inotropic medications during her stay. There were no pre-existing skin injuries upon admission and the pdti was found approximately three weeks after being placed on the device. The customer states the device was on ¿normal settings¿ with no audible, visual messages, or alerts provided. Hospital sheets and incontinence pads were used on the progressa with no additional devices being used to manage pressure injuries. There was no malfunction alleged; however, the device has been pulled from used for inspection. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Inspection of the device by a hillrom technician was performed and no malfunction found. It was noted the settings for patient weight showing as 130kg and manual comfort level had been adjusted too low for the patient. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, dti could resolve in few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they could develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. For this event, there was no allegation of malfunction nor finding of malfunction during inspection. It was noted the manual pressures were set too low on the previous patient, therefore use error cannot be ruled out. Based on the limited information provided on the patient¿s ¿pdti,¿ a serious injury cannot be excluded at this time. If any new relevant information is received the complaint will be addressed accordingly. Based on this information, no further action is required.